Event description:
It was reported that a patient presented with lightheadedness. Device interrogation revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.

Event description:
Related manufacturer report number: 2017865-2023-13086. Additional information received notes loss of capture on the atrial lead. On 15 feb 2023, the physician elected on to cap and replace the atrial lead.

Manufacturer narrative:
Added related MFR number and atrial lead issue in b5.